Manufacturer narrative:
The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received info alleging a ventilator would not power on. The device was not in pt use.